Manufacturer narrative:
Past investigation with similar events, we found cord cut at the strain relief. Cord breakage usually occurs when the cord is repeatedly over bent near the switch, causing an eventual break in the copper strands. We made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the product to the point where the cord fails. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
Customer called and stated it was smoking and smells like burning.